Event description:
The morning after the feeding tube was inserted and placement was verified by xray, it was noted that the feeding was leaking from the air-valve. The tube was removed and a new one was reinserted.